Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the image disappeared. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the target lesion. However, image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed an open hole at the sheath lap joint section of the device, fluid was leaking from the open hole between the blue sheath and clear imaging window tubing when the catheter was flushed and an electrical open at proximal wave form seen during impedance testing. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Image characterization testing could not be performed due to the returned conditions of the catheter. No imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).